Manufacturer narrative:
During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. Fluid was unable to flow through the complete fluid path as it was observed to leak from the tear in the exposed soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 4 and 24 hours.